Manufacturer narrative:
(B)(4). The date of occurence was estimated as (B)(6) 2014, the date of publication. The additional xience v and vision devices referenced are being filed under separate medwatch reports. There was no reported device malfunction. It is indicated that the device is not returning for evaluation as the stents remain in the patient anatomy. The lot history record for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of stenosis is a known observed and potential patient effect as listed in the xpert instructions for use. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported through a research article identifying multi-link vision stents and xience v stents that may be related to in-stent restenosis, late lumen loss, target lesion revascularization and hospitalization. Additionally, xpert stents that may be related to limb salvage surgery, restenosis, hospitalization and additional intervention. Specific patient information is documented as unknown. Details are listed in the attached article, titled catheterization and cardiovascular interventions - scai expert consensus statement for infrapopliteal arterial intervention appropriate use.